Event description:
The customer reported that the system made a buzzing sound and will not turn on. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.